Event description:
As reported: "during revision surgery, mistarget was occurred with the target device at 1st and 4th screwholes from proximal. Also, the drill sleeve became stuck in the guide sleeve, and when it was forcibly pulled out with pliers, the threads of the guide sleeve were crushed."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.